Event description:
The customer reported that they saw a puff of smoke coming from the back of the device. The nellcor puritan bennett customer support engineer verified the reported problem. The customer support engineer inspected the device and found a burnt trace on the mother board assembly. He also discovered that the audio alarm was non-functional. The customer support engineer replaced the mother board pca, and the unit passed extended self-testing. The customer stated there was no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.